Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator failed troubleshooting during the final test for non-conformance's. Bench testing revealed the oxygen blender was creating the oxygen non-conformance.

Event description:
It was reported to vyaire medical that the oxygen was out of specification. There was no report of any patient involvement associated with this reported event.